Event description:
In july 2004, the pt reportedly experienced a change in sound percept. The next day, the pt reportedly had no sound percept. Same day, the pt was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.